Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 233 mg/dl and the sensor glucose was 387 mg/dl at the time of the incident. The customer reported that the sensor glucose level was 400 mg/dl however the blood glucose level was 233 mg/dl. The customer¿s blood glucose level was 266 mg/dl. The cannula was bent in s shape. The customer was treated for high blood glucose level and also had low blood glucose level 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will return for analysis.